Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (cloudy) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/17/2014-device evaluation:the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings:a visual inspection of the pump showed moisture damage behind the display lens; the pump failed a leak test due a leak in the display lens seal. Unrelated to the complaint; the pump had powered on to a call service alarm. The software was reloaded and the pump functioned properly.